Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that during the insertion of the farawave catheter into the proximal part of faradrive, air ingress occurred into the faradrive which were aspirated from the flush port. The sheath was replaced, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that the guidewire for exchange sheath, and farawave catheter had been inside the sheath before or during the time air was seen. A pressure bag was used for irrigation. No fluid leak nor air in patient was seen. Guidewire was at the tip of the catheter, inside the catheter when the farawave was inserted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulsed field ablation to treat atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that during the insertion of the farawave catheter into the proximal part of faradrive, air ingress occurred into the faradrive which were aspirated from the flush port. The sheath was replaced, and the procedure was completed using different faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that the guidewire for exchange sheath, and farawave catheter had been inside the sheath before or during the time air was seen. A pressure bag was used for irrigation. No fluid leak nor air in patient was seen. Guidewire was at the tip of the catheter, inside the catheter when the farawave was inserted.